Event description:
It was observed during device evaluation that the video system center had a faulty printed circuit board. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, h3, h4, h6, and h11 were updated. The faulty printed circuit board was confirmed. Based on the results of the investigation, the output standard definition image ports were not working and didn't produce a signal. Olympus will continue to monitor field performance for this device.